Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issue with two infusion sets on (B)(6) 2026. The adhesive patch detached from cannula housing/base prior to insertion during needle guard removal. The patient replaced infusion set and resumed insulin deliveries successfully.